Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter thoracic aortic aneurysm. The proximal thoracic aorta diameter measured 30 mm and the angle measured 20 degrees. Minor calcification was present in the proximal aortic aorta. It was reported that during the index procedure, the valiant stent graft was implanted just below the left subclavian artery with no issues. No endoleak or migration were seen when the procedure was completed. Approximately three months after the index procedure, an unknown endoleak was observed. The physician was unable to determine if it was a type ii or type iii fabric endoleak from the CT scan. An angiogram was done and confirmed a type ia endoleak, and the physician implanted another manufacturer's stent graft. The new stent graft was positioned to cover the proximal bare stents of the valiant device, as well as the left subclavian artery, and the endoleak resolved. Per the physician, the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.